Manufacturer narrative:
Device passed displacement test. Device was received with no physical damage or loose reservoir retainer noted. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had ring come off. Customer's blood glucose value was unknown. The device will be returned for analysis.